Event description:
Customer reported that the alarm has no power. The batteries have been replaced with a new supply. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result: eval of the returned product did not confirm the reported issue that there is no power. The unit was tested with new batteries, an external power supply, and a 9v adapter. Each time when tested the unit powered on and no intermittency was observed. The unit passed all functional tests performed, however, the battery door is missing and there is visible corrosion on the battery springs and flat contact. Note: the instructions for use statement: visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Note: the instructions for use statement: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).